Event description:
The customer reported the ventilator would not transition from ac power to backup battery due to a power supply malfunction. The customer reported there was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.